Event description:
It was reported that during insertion and tightening of the screw it was discovered that the screwdriver was broken. This occurred during the final screwing and blocking screw in the right implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screwdriver shows that the star drive tip is indeed broken off. The broken surface does not show any anomalies which indicate material conformity. We are not able to determine the exact reason that led to the breakage. Placeholder.